Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a scheduled lead revision procedure. During the pre-procedure test, it was noted that the atrial lead exhibited loss of sensing and loss of capture. Fluoroscope showed that the atrial lead had dislodged. The lead was then removed and a new lead was placed. While placing one of the new leads, the physician had difficulty inserting the wire into the lead. Another lead was then used to complete the procedure without further complications. The patient's condition remained stable. Related manufacturer reference number: 2017865-2020-22662.

Manufacturer narrative:
The reported event of unable to insert stylet into the lead was confirmed. Final analysis found the complete lead was returned in one piece measuring 52.2 cm. The inner coil was found to be over-torqued at the connector region. The stylet was inserted into the connector pin and stopped in the connector region due to the over-torqued inner coil. The cause of the over-torqued inner coil was consistent with procedural damage. The lead was otherwise normal. No anomalies were found.